Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a loss of analgesia. The physician was unable to aspirate fluid. There was a kink/occlusion in the intrathecal section of the pt's catheter. A catheter revision was done. The extension catheter, connector pin and the occluded remnant of the intraspinal catheter were dissected free and held in a sterile position outside the incision. The pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.